Event description:
It was reported that two hours after the start of continuous renal replacement therapy with a prismaflex m150 set, "the system disconnected¿the return drain fell out of the vent chamber, resulting in the need to immediately terminate the procedure.". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplement report will be submitted.